Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm and a system controller exchange was confirmed via log file analysis. The log file retrieved from system controller (serial # (B)(6) ) captured a backup battery fault alarm due to the load test not passing, that became active on 10oct2023 at 05:49:20, which would have resulted in an advisory alarm with ¿call hospital contact; backup battery fault¿ message on the display screen of the system controller. The backup battery did not pass the load test due to the unloaded voltage being under the acceptable threshold. The driveline was physically disconnected at 05:51:26 and remained disconnected thereafter. The driveline disconnection event appears to be when the reported system controller exchange was being performed. The log file retrieved from system controller (serial # (B)(6) ) captured the driveline was connected to the system controller on 10mar2000 at 19:43:42 without any power source connected to the power cables. Of note, the date/time was not set and the clock not set alarm was active. The system will not start without a power source connected to the power cable. 14v batteries were connected to the power cables at 20:09:45 and the system recovered to patient speed value of 5,700 rpm shortly after. The returned system controller (serial # (B)(6) ) passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. Testing of the system controller/backup battery was unable to reproduce an unexpected backup battery fault alarm. A root cause of the backup battery fault alarm captured in the log file and the events that lead to the system controller exchange could not be determined through during the analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿. Under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ also under this section, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The log files captured backup battery fault alarms starting on (B)(6) 2023 at 0549 while on battery power followed by backup battery fault, low flow, driveline disconnect, and lvad off alarms at 0551 where the driveline was disconnected from the controller. The event log file also indicated "replace backup battery" occurred, but the alarm history was noted to be blank, and it was unknown what message the patient saw on the interface. There was a "red heart alarm" and a message to "connect to power" and the left ventricular assist device (lvad), which was connecting the patient to the backup controller, was troubleshooted. It was believed that the patients panicked and exchanging controllers without first putting in batteries and was troubleshooting by manipulating the connections, as the patient was found down with battery clips missing batteries. The patient was reported to be unresponsive, cardiopulmonary resuscitation (CPR) was initiated, the patient went in ventricular fibrillation and needed to be defibrillated, they then went into pulseless electrical activity (pea) and passed away (B)(6) 2023. Related MFR # for the pump: 2916596-2023-07516